Event description:
The patient contacted animas on (B)(6) 2012, and stated keypad buttons required multiple presses to elicit a response. The patient noted the keypad rubber was peeling off. The patient reportedly wore the pump in a case attached to a belt and did not clean it. There is no reported adverse event with this complaint. This complaint is being reported due to the alleged keypad response issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2012-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: investigation revealed that the keypad rubber is lifting and peeling from below the ok keypad button extending to about the up arrow button, exposing the button contacts. A damaged keypad will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as the damaged keypad should be clearly visible and warns the patient to discontinue using the pump. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged. Evaluation revealed that the down arrow and ok keypad buttons are intermittently responsive, and the up arrow and contrast buttons are completely unresponsive. There was evidence of keypad contamination found under all key contacts.